Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that while a 3.0x12mm nc trek dilatation device was advancing over a prowater guidewire and in the guide catheter without issue and without resistance, the distal shaft separated outside the patient's anatomy. The device was removed without reported issue or intervention and another 3.0x12mm nc trek was used in replacement with the same prowater guide wire. The procedure was completed successfully. There was no adverse patient effect and there was no clinically significant delay. There was no additional information provided regarding this issue.